Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. The patient developed a skin infection approximately eleven days post operatively and was treated with a wound vac. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent an abdominal myomectomy (B)(6) 2013 and a surgical sealant was used. The patient developed a skin infection post operatively. On post op day six the wound cultured positive for enterobacter aerogenes and proteus mirabilis. The surgical sealant was removed and the wound was treated with a wound vac and cefuroxime. The wound was covered with gentamicin ointment followed by collagen strip and covered with 4x4 and cloth tape. To date the patient¿s wound has healed.